Event description:
The customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Cause was not known. To address the situation, the customer administered a correction injection and was advised by technical support to consult with a healthcare provider to discuss ongoing issues with blood glucose levels. The customer acknowledged the advice.